Manufacturer narrative:
Product analysis: no ancillary devices or images were returned for review with the device. The device returned with the snare loaded in the catheter and an introducer and torque device loaded on the proximal end of the snare. The mb on the catheter was observed to be missing from the returned device. No damage was observed to the snare wire or loop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a gooseneck snare during patient treatment. There were no abnormalities reported in relation to anatomy. It was reported the marker detached from gooseneck catheter and remained in a branch of pulmonary artery. No patient symptoms or complications associated with this event.

Manufacturer narrative:
Additional information reported the device was inspected without any issues noted and prepped as per the IFU with no issues. The small and distal artery in the left pulmonary artery was being treated. The physician was attempting to remove a piece of port catheter. There was no tortuosity, the procedure was performed through a 9 fr guide catheter. No calcification. The physician attempted to retrieve the marker but it was not possible and the marker was left in place there were no patient symptoms or complications associated with this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.